Manufacturer narrative:
One (1) used/damaged 6.2 inch tri-lobe driver for 5.0mm interference screws was returned to conmed for evaluation on 19-jan-2016. Visual examination found the tip had broken off and the broken portion was not returned. Further inspection by the supplier quality engineer under x20 magnification found the unit exhibits signs of mechanical damage and torsion force applied, all of which are potential contributing factors in the breakage of the device. The report further indicated that the fracture surface was consistent with ductile overload. Based on the investigation findings, it is believed that the most likely cause of the reported breakage is due to excessive usage and/or a possible misuse of the device. This is a reusable device and the number of uses for this unit is not available. In addition, based on the manufacture date of 09-dec-2013, the instrument had been in use for nearly 2 years when the reported breakage occurred. Over extended use, wear and damage can occur to this instrument causing it to break and/or not to function at its optimum. This lot #516325 was manufactured on 09-dec-2013. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to alleged bur tip breakage. In addition, a 2-year review of product history for this device showed no other similar reports of "screw driver tip breakage" received. Other than this reported incident, there have been no serious injuries or death related to the use of this device. This is an isolated incident. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This reusable instrument is used for the delivery of the 5.0 - 6.5mm interference screws. To reduce the risk of breakage and patient injury, the instructions for use (IFU) provides the user with the following precautions and warnings: improper insertion technique may cause breakage of the screw and/or driver. The instruments should be used exclusively with the appropriate size conmed linvatec interference screws. Inspect instruments prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Examine the driver prior to screw engagement for gouges, scratches, or dents. Ensure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use drivers to pry, as bending or breakage may occur. Repositioning of the interference screw requires coaxial driver insertion, proper alignment of the driver/screw lobes with screw slots, and full driver/screw engagement. Proper positioning of the instruments and parallel placement of the guide wire prior to screw insertion reduces the risk of screw breakage. Partial driver/screw engagement or improper driver/screw alignment may increase the risk of screw breakage. Inspect instruments after use to ensure there is no damage. Correction: lot #501714 was incorrectly reported based on complaint form received from (B)(6), the correct lot # is 516325.

Manufacturer narrative:
As of this filing, the damaged 6.2 inch tri-lobe driver for 5.0mm interference screws has not been returned/received from the user facility in the (B)(6) for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The customer reported that during use of the 6.2 inch tri-lobe driver for 5.0mm interference screws in an acl repair procedure, the tip of the screw driver broke off during the last stage of screwing and was left implanted in a genesys matryx interference screw. As reported, attempt to remove the tip of the screw driver from the back of the screw failed, the surgeon opted to leave it logged in the screw. Both the screw and the driver tip were fixated in the patient's femoral. No surgical intervention required. However there was approximately an hour delay while the surgeon attempted to remove the tip of the screw driver. The (B)(6), male patient was informed about the incident and discharged as per normal hospital protocol for the acl repair procedure. Follow-up with the end-user facility via the distributor on 18-dec-2015 indicated that "the patient is in satisfactory condition" with no long term adverse effect reported.